Event description:
Customer complaint - limited data available. Customer complained of device starting overheating and sparking fire today. It burnt a hole in her arm and skin.

Event description:
Customer complaint - limited data available. Customer stated that the heating pad started overheating and sparking. Due to the sparking the customer was burned on their arm and skin.